Event description:
It was reported that the patient had fell from slipping on the ice in the water. A patient injury was reported. It was reported that the patient fell and broke the lead about 8 or 9 years ago. The lead was replaced. Follow up was performed to determine the outcome of the patient and additional information in regards to the previous lead break. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the lead break was unknown or if the lead was explanted. It was noted that reprogramming was unsuccessful. The patient status was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)